Manufacturer narrative:
Device internal memory reviewed. Conclusion: inability to analyze due to artifact. Source of artifact unk. Device labeling provides info re artifact & appropriate corrective action during use. This report is being filed as it cannot be definitively stated that device did not contribute to event.

Event description:
AED could not analyze ECG during use. (B) (4)